Event description:
Patient was receiving oximetry monitoring with the nonin sensmart system. Patient became diaphoretic and the sensors were not functioning. Sensors were removed and new sensors were placed. When the new sensors were removed, it was identified that the patient had 3 circular burns on the forehead where the sensors were located. Wounds are being treated with ultrasonic mist therapy, ultrasound, debridement and other wound cares. Wounds are just under 1 cm in diameter each. Manufacturer response for neonatal/pediatric sensor, nonin (per site reporter): unknown. Clinical nurse specialist (cns) contacted nonin representative.